Event description:
During a breast biopsyprocedure, when the breast was pierced for the first sample the cutter wouldn't cut. The blue cable connector and the dc motor adapter was broken off. No pt consequence occurred.